Event description:
New information received notes that the device prematurely lost its charge, resulting in loss of therapy. When patient was driving vehicle on (B)(6) 2017, patient suddenly suffered a cardiac event to which device failed to operate and provide shock, causing patient to pass-out and crash the vehicle. During follow-up a month prior to crash, device showed three years of battery charge remaining instead of actual less than a month's of battery longevity.

Event description:
It was reported that the patient was admitted to the hospital after being involved in a motor vehicle accident. The patient was found unconscious at the scene and received at least two external shocks. There was no information available about symptoms prior to syncope, internal device shocks, or the presence of arrhythmia. Upon device interrogation, device was found to be in backup vvi mode due to power on reset. The cause of power on reset could not be determined as device image was corrupted. Last interrogation on (B)(6)2017 showed 3 years of longevity estimate. It was discussed that due to the lack of information surrounding the event and device data, device function could not be determined. Device replacement was recommended. The patient had cardiac arrest. The patient was intubated with hypothermia blanket. During hospitalization, patient went into vf and was externally defibrillated. Physician was concerned as the patient has advisory device and lead implanted. Few days later, patient noted to have pulmonary embolism. Patient was on ventilator and was shocked externally at least two times. The patient was conscious. Later, the patient was off the ventilator and was stable. Device was explanted and replaced.